Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl; this was reportedly due to their personal diabetes manager providing incorrect data regarding insulin on board, which resulted in failure of insulin delivery. Symptoms reported include hyperglycemia and dehydration. The patient was treated with intravenous fluids and an insulin drip. The patient was released after 3 days in the hospital. Pod was removed prior to medical event.